Event description:
The customer reported to baxter healthcare corporate product surveillance one ce intermate lv 100 in which the reservoir ruptured during filling. Per the report, approximately 160 mls of saline were added to the device before the problem occurred. There is no patient involvement, injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). A batch review was conducted which revealed the product met all of the acceptance criteria for release. Baxter received one actual sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a non-footed position. During microscopic examination, markings on the interior surface of the bladder were observed near the rupture line which is an indication of internal damage. Ruptured bladder can be attributed to: external damage, internal damage or mixing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. If additional information becomes available, a follow up report will be submitted.